Event description:
The patient caregiver (cg) called the baxter technical service center indicating she had problems with the homechoice (hc) last night required assistance getting the set out of the device and that the device read check patient line in drain 3 of 4. A swap of the hc was arranged. The tsr asked the cg if the hp was connected and the cg stated no. The tsr assisted the cg to end therapy and remove the set. The cg advised that the tsr from last night stated that if the hp still has alarms, there may be an issue with the catheter. The tsr explained that there may be fibrin around the catheter. The cg stated that she is using the heparin. The cg stated that there was blood in the drain bag before. The cg stated that the hp has been having a lot of problems and has been in and out of the hospital. The cg stated that the hp went to the hospital one time because he was sick, another time because he had a stroke, the patient also had pancreatitis, one time the hp had fibrin and blood in the drain bag, and another time the hp had peritonitis. This MDR is for the peritonitis.

Manufacturer narrative:
(B)(4).the device was not returned for evaluation. Should additional information become available, a follow-up medwatch will be generated.